Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted after three years of service due to battery depletion. The physician was unable to determine if it experienced premature battery depletion. The physician did suspect that it could be due to high pacing outputs if the chronic outputs were not changed to match the acute thresholds; however, this could not be confirmed. No adverse patient effects were reported.